Event description:
Event description cpi received information that during a surgical revision the insulation was cut (probably due to a scalpel). The patient had received improper shocks. The lead was repaired using a lead repair kit. The device remains implanted, and active.